Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an open low anterior colon resection procedure the surgeon fired the first device with a green reload across lower portion of the colon, it fired correctly with no issues. The second firing was with a green reload and the device locked out. They reversed it and removed the device. Each firing they cleaned before entering the reload into the device. The surgeon used the correct compression method. They used the second device and when it was placed on to the lower anterior portion of the colon the first firing it worked correctly after the second stroke and it was difficult to fire and a loud crunch was heard. They hit the release button but the arrow was still showing in the window that it was in firing mode. The window had nothing on it to show it was released or locked out, the arrow was pointing toward the anvil. At this point it was stuck on tissue; the device was placed at a location distal to the cancer site at this time. They then used the ple45a with a green reload and placed it distally to where the echelon device was stuck on the colon tissue. The surgeon fired two firings and then a third firing due to the second green reload and would not fire even after cleaning the anvil and the crotch of the device prior to the placement of the reload into the gun. They fired across the rectal stump of the colon and were able to dissect the echelon off of the tissue. The second reload that was removed from the powered echelon appears to be broken. They were able to complete the procedure with the third firing. There was no patient consequence reported. The device was discarded.